Manufacturer narrative:
The axium coil remains in the patient; the remainder of the product has not been returned. Product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil would not able to detach within aneurysm. This coil detached itself and entered the bloodstream and was lodged in the patient's thigh. The patient was undergoing coiling treatment for an aneurysm. The patient¿s blood flow was normal. The vessel was normal tortuous. Reported device and any accessory devices prepared as indicated in the IFU. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. The axium prime pushwire was returned for analysis without implant coil, as it remains in the patient. In addition, the actuator interface, positive load indicator and part of the coupler tube and instant detacher were not returned for analysis. A break was found on the pusher at the break indicator. This is indicative that a manual detachment was attempted at this location. Bends were found throughout the pushwire from the proximal end. The release wire and coin were fully retracted out of the pusher and were not returned for analysis. The shield coil present but stretched and the implant coil was already detached. Based on the device analysis and reported information, report of ¿premature detach from non-detach¿ could not be confirmed. The pushwire was returned with the implant coil already detached which is indicative of premature detachment, however, it is not possible to confirm that the implant coil could not detach prior to this. Based on the returned device, there was evidence of a manual detachment attempt as the break indicator was broken and the coin was pulled out of the lumen stop. The retainer ring was found damaged which caused the inner diameter measurement to exceed specifications, potentially contributing towards the premature detachment. The shield coil was found stretched. It is possible that the damage to the shield coil contributed towards the non-detach as it is possible the shield coil could wrap around coil shell or proximal end of implant coil. Since the instant detacher, implant coil, actuator interface, positive load indicator, coupler tube, release wire and coin were not returned; any contribution of the instant detacher, implant coil, actuator interface, positive load indicator, coupler tube, release wire and coin to the premature detachment from non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.